Event description:
A healthcare professional reported that, during intraocular lens implantation surgery, the haptic optic junction was torn/knicked. The trailing haptic was dangling from the body of the lens. This was noticed when the lens started to unravel itself inside the eye. The back up lens was used to complete the surgery after removing the damaged lens from the eye. There was no patient harm.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).